Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer kept failing due to defective rails. A field service engineer (fse) replaced the drawer slide rails and restarted the station. Attempted testing in the hardware test application, but the drawer continued to triple-click and would not open. The fse adjusted the cabinet rails, but the issue persisted. The fse adjusted the drawer chassis by loosening and tightening the screws on the back panel; however, the problem remained. The fse replaced the full height enhanced drawer and completed hardware test application (hta) testing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer was able to recover it, but the drawer failed again each time it was accessed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.